Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, and vaginal scarring. The patient underwent an additional mesh implantation on (B)(6) 2012 due to stress urinary incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2013 due to dyspareunia and abnormal urination. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence and dyspareunia. It was reported that patient underwent urethrolysis, excision of midureteral mesh sling, excision of posterior vaginal mesh, posterior colporrhaphy, enterocele repair and cystoscopy on (B)(6) 2013 due to dyspareunia and abnormal urination in addition to previously reported mesh revision. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.